Event description:
It was reported that during the implant procedure, this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead pacing and shock impedance measurements along with noise, high threshold and loss of capture (loc). The rv lead was reseated two times without resolution. The ICD was removed and replaced but the issue remained. The rv lead was then removed and replaced which resolved the issue. The physician suspects an issue with the ring-to-distal coil. Both the ICD and rv lead are expected to be returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead pacing and shock impedance measurements along with noise, high threshold and loss of capture (loc). The rv lead was reseated two times without resolution. The ICD was removed and replaced but the issue remained. The rv lead was then removed and replaced which resolved the issue. The physician suspects an issue with the ring-to-distal coil. The physician reported that during the rv lead procedure, when using the stylet, at the distal part, it was difficult to insert it to the end. Both the ICD and rv lead are expected to be returned for evaluation. No adverse patient effects were reported.